Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07909, 1627487-2024-07377, 1627487-2024-07378. It was reported that the thoracic lead was fractured, and the patient experienced shocking sensation at the cervical ipg site with stimulation on. Surgical intervention was undertaken wherein the cervical ipg, and thoracic lead were explanted and replaced. Therapy was restored.